Event description:
It was reported by service report that the stretcher is unable to move due to brake adjuster being sideways. The user facility was unable to provide any info as to whether there was pt involvement or adverse consequence associated with the reported issue.